Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "delayed coil migration into oropharynx following endovascular coiling of a traumatic carotid cavernous fistula: management considerations" (rebchuk et al. 2022). The event date was not provided; however, the article was received on (B)(6) 2021 and documents a single case of endovascular coiling of a carotid cavernous fistula (ccf) using penumbra coil 400s (pc400s). It was reported that twenty-one pc400s were implanted starting from the junction of the cavernous sinus and superior ophthalmic vein along the superior and medial cavernous sinus. During the procedure, it was noted that there was a transient herniation of a coil loop into the sphenoid sinus. The patient had normal ophthalmologic exams and was transferred back to his local hospital for convalescence. At three-month follow-up, the patient reported a globus sensation while eating and a foreign body sensation in his throat. Computed tomography (CT) and computed tomography angiography (cta) revealed that a pc400 was extending from the left cavernous sinus through a traumatic defect into the sphenoid sinus down to the hypopharynx. The physician performed endonasal endoscopic surgery and used endoscopic scissors and thru-cutting forceps to cut the pc400 flush with the sellar floor mucosa. The piece of the pc400 was removed from the patient without any complications. A maxillary antrostomy and a draf iia frontal sinusotomy were then performed to endure maximal post-operative patency. Three-months post-operative nasoendoscopy revealed a small remnant of the pc400 coil, and cta confirmed no further coil extrusion. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra coil system. The pc400 was implanted in the patient and not returned for evaluation; therefore, a device investigation could not be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.